Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm. The customer's blood glucose was 17 mmol/l at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error after battery installation. The constant critical pump error alarm and pump error 35 were due to moisture damage on the electronic assembly. The corroded motor assembly was discovered during visual inspection. The device was unable to perform functional testing including the self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.